Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced permanent out of range antenna loss. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The pediatric share receiver (part number stk-pr-blu/serial number (B)(4)/lot number 5199000), being used with the complaint transmitter, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.